Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (8.0mg/ml at 6.0056mg/day), tetracaine (60mg/ml at 45.042mg/day), clonidine (600mcg/ml at 450.42mcg/day), and ketamine (125mcg/ml at 93.84mcg/day) via an implantable infusion pump. The indication for use was noted as cancer chemotherapy. It was reported the patient presented to the emergency department with decreased mental status. The device was reprogrammed on (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, and again on (B)(6) 2015. The details of the reprogrammed parameters were not provided. After discussion with the patient's oncologist, the patient's pump was refilled with a new concentration of medications. The event required in-patient or prolonged hospitalization. The outcome was noted as ongoing. The event was noted as possibly related to the device or therapy. The event was noted as not related to the implant procedure. The event was noted as possibly related to the drug. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. As of (B)(6) 2015, the patient was receiving 6.0 mg/ml dilaudid at 4.5042 mg/day, 60.0 mg/ml tetracaine at 45.042 mg/day, 600.0 mcg/ml clonidine at 450.42 mcg/day, and 200 mcg/ml ketamine at 150.14 mcg/day. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Intervention required is also applicable to this event.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The resolution date for previously reported outcome, resolved without sequelae, was updated to 01/16/2016.

Event description:
Additional information received from a healthcare provider via a clinical study reported the clinical diagnosis was it (intrathecal) medication side effects.